Manufacturer narrative:
It was indicated that the masimo products are not available for return to masimo for evaluation. It was also reported that the customer could not provide serial/lot number for any of the masimo products. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
Spacelabs multiparameter monitor in or with masimo technology. Manager also works in or; states that spacelabs spo2 is not always accurate and displays erroneous values. He confirmed his theory by placing a radical 7 monitor on the same patient and spo2 can have 4% or more discrepancy between spacelabs masimo spo2 and radical 7 monitor spo2. Dci sensor used on spacelabs; rainbow resposable r2-25r sensor used on radical 7. There are no known consequences or impact to any patient as a result of this issue.